Event description:
It was reported to st. Jude medical that during a hvli test the ICD entered hardware reset and gave an impedance >200 ohms. A pc shock was initiated and the ICD again went into hwvvi mode. The ICD was explanted.